Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
The customer reported that speaker malfunction inops. The device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.